Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient was in the hospital due to a peritoneum tear. The peritoneal dialysis registered nurse (pdrn) was contacted on in order to obtain additional information. The pdrn stated that the hp was in the hospital due to an inguinal hernia with a leak around the hernia. The hp had the hernia repaired. The pdrn stated that the hernia was diagnosed after the start of pd therapy. There were no overfill events on the homechoice machine.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.